Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/20/2024, that on 03/18/2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a skin reaction with an infection underneath the sensor pod. The skin was prepped with alcohol prior to sensor insertion. The patient was experiencing some discomfort, therefore, went to an urgent care clinic for evaluation. The patient was prescribed oral cephalexin (500 mg three times/day for 10 days) for the skin reaction. The patient was ¿feeling better¿ at the time of report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.